Manufacturer narrative:
Evaluation summary: the analysis results found that the long45a device a was returned in good visual condition and with no cartridge present. However 13 cartridges were received inside the bag, void of staples and with no damage to the spring cartridge lockout. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that the long45a device b was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired with out any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported by the rep that during a lap gastric bypass roux-en-y procedure, the surgeon created the stomach pouch and when testing the pouch, he noticed the transverse staple line had a defect causing the tissue to come apart at the back half of the staple line. It looked as if the staples did not form, the surgeon then oversewed the entire pouch staple line. A blue cartridge was being used. The rest of the pouch appeared okay, but was oversewed. The procedure was prolonged. There was no pt consequence. All cartridges will be returned along with both devices and one staple.